Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 460 mg/dl. The customer had symptoms such as nausea and treated with insulin pump. Customer's blood glucose value was 600 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. The product was not returned for analysis.